Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller with resetting the pump.